Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/08/2023, it was reported by a sales representative via sems (B)(4) that an ar-13999mf fastpass scorpions top jaw would not close. This occurred during a case where another device was used to complete the case. There was no patient effect reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing found that the returned device has jaws that do not completely close. Visual inspection noted no problems with the device. CAPA-00348 was opened for this issue. This is a known manufacturing issue.